Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: two openings observed on anterior and posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: creases were observed.

Event description:
Patient initially reported no complaint against left device. Upon the explant surgery the device was found ruptured. Device was explanted and replaced.

Manufacturer narrative:
Cont. H.6. Health effect f2203-imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient initially reported no complaint against left device. Upon the explant surgery the device was found ruptured. Device was explanted and replaced.